Manufacturer narrative:
Changed from ungrounded cable to grounded cable review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. Review of the system controller log file data showed that transient low speed/pump stoppage events. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 19.5 inches of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found no damage to the outer silicone sleeve or underlying clear bionate layer. Moderate breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with almost 3 years of use. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: post replacement of driveline, the system was connected to a grounded patient cable without issue.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 9 months. The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages on the power module occurred. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed pump stoppages. The submitted x-ray images were unremarkable. On (B)(6) 2018, the manufacturer's technical service representatives arrived onsite for a percutaneous lead (driveline) replacement. Post-replacement, the patient was issued an ungrounded power module patient cable. No additional information was provided.